Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon was suturing with the endostitch device when the needle popped off the device and fell into the abdomen. They retrieved the needle but the instrument locked and would not open. They got another instrument and resumed the case. The device was not locked on tissue when it jammed, the needle just fell out. They were able to retrieve it immediately, no need for an x-ray. No device fragment was left in the patient. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 minutes. No other manufacturers reinforcement material was used.